Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, after an unspecified period of time when an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to tilt, migration, filter embedded in wall of the ivc, unsuccessful removal attempt, and filter unable to be retrieved. The indication for filter insertion was not reported. The following is additional information received per the patient profile form ¿the patient is experiencing pain and discomfort from the ivc filter having migrated from its original position¿. Multiple attempts were made to retrieve the filter but were unsuccessful.. As a result the patient constantly worries about additional injuries from the ivc filter. The patient has the ivc filter implanted due to the unsuccessful removal surgery. She is still experiencing migration, pain, discomfort and mental anguish. In addition, the patient will continue to suffer significant medical expenses, pain and suffering, and other damages. Per medical records received, during the implant procedure, an optease inferior vena cava filter was opened and the sheath was passed over the guide-wire through the heart into the infra-renal inferior vena cave under fluoroscopic guidance. A venogram was performed using optiray contrast which revealed a patent inferior vena cave and located the position of the renal veins. A optease inferior vena cave filter was then deployed through the sheath and into the infra-renal inferior vena cave under fluoroscopic guidance and sheath was removed and hemostasis was achieved using manual pressure. Dry gauze and tegaderm dressings were applied. The patient tolerated the procedure well. The patient was brought to the recovery room in stable condition. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Mental anguish refers to certain types of suffering that may include distress, anxiety, fright, depression, grief, or trauma. The pain, suffering, and anguish reported by the patient does not represent a device malfunction. Without the procedural films to review, the reported tilt, migration, retrieval difficulty and embedded in the vessel wall could not be confirmed. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, after an unspecified period of time when an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to tilt, migration, filter embedded in wall of the ivc, unsuccessful removal attempt, and filter unable to be retrieved. The following is additional information received per the patient profile form ¿the patient is experiencing pain and discomfort from the ivc filter having migrated from its original position. Multiple attempts were made to retrieve but the filter was unable to be retrieved. As a result the patient constantly worries about additional injuries from the ivc filter. The patient has the ivc filter implanted due to the unsuccessful removal surgery. She is still experiencing migration, pain, discomfort and mental anguish. In addition, the patient will continue to suffer significant medical expenses, pain and suffering, and other damages. Per medical records received, during the implant procedure, an optease inferior vena cava filter was opened and the sheath was passed over the guide-wire through the heart into the infrarenal inferior vena cave under fluoroscopic guidance. A venogram was performed using optiray contrast which revealed a patent inferior vena cave and located the position of the renal veins. A optease inferior vena cave filter was then deployed through the sheath and into the infrarenal inferior vena cave under fluoroscopic guidance and sheath was removed and hemostasis was achieved using manual pressure. Dry gauze and tegaderm dressings were applied. The patient tolerated the procedure well. The patient was brought to the recovery room in stable condition.